Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty CPR puck. The electrodes were scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated device failed self-test with these electrodes attached. Complainant indicated that there was no patient involvement in the reported malfunction.